Event description:
It was reported that the lead could not be fixed in the myocardium during the implant procedure. The inside of the lead was found to be oozing after the wire was removed. Lead tip was noted to be cracked. Lead was not used and was replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.